Manufacturer narrative:
The information provided is limited. The doctor was contacted and additional information requested. The doctor was not willing to provide any additional information. His response indicated he was not the surgeon who implanted the phasix st mesh. At this time, we cannot confirm a patient death, or establish a cause. Based on the information provided, no conclusion can be made. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Erosion is identified in the adverse reaction section of the instructions-for-use as a possible complication. Not available.

Event description:
A sales representative was speaking with a doctor about possibly using a phasix st mesh for one of his upcoming procedures. The doctor stated he does not want to use the product as a patient had ¿passed away during a procedure.¿ as reported, the surgeon stated the ¿mesh worked too well¿ and eroded one month after implant and that is when the patient passed away.¿ doctor who discussed the case was not the implanting surgeon, but may have been treating the patient. Based on the report the patient was assumed to have experienced esophageal erosion of the mesh. No additional information was obtained to confirm the reported event.